Manufacturer narrative:
Product evaluation: the lens was returned dry in a lens case/vial and clear surgical residue/debris on product. Visual inspection found the lens haptic bent. Dimensional and functional inspection found the lens within specifications. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, diopter -11.50/+3.0/x085 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2016. The patient began to experience refractive surprise. As of the date of MDR reporting the lens remains implanted.

Manufacturer narrative:
Product evaluation: the lens was returned dry in a lens case/vial and clear surgical residue/debris on product. Visual inspection found the lens haptic bent. Dimensional and functional inspection found the lens within specifications. Claim# (B)(4).

Manufacturer narrative:
Product evaluation: the lens was returned dry in a lens case/vial and clear surgical residue/debris on product. Visual inspection found the lens haptic bent. Dimensional and functional inspection found the lens within specifications. Claim# (B)(4).